Manufacturer narrative:
The device was returned, decontaminated and visually inspected. The device was returned with the clip cartridge still jammed inside the clip applier. It appears the bar feeder was jammed in the actuated position at the end of the cartridge causing the feeder to not be able to retract. Due to the condition of the returned device, a true functional test was not possible. The feeder bar appears to have been cut. This may have been the result of the end user attempting to correct the mechanical jam. The type of damages observed are typically the result of excessive force applied to the shaft. A root cause could not be determined.

Event description:
The m/l-10 multi-fire clip applier (1002) experienced a mechanical jam when first activated by the surgeon. The clips did not fire. There was no harm to the patient. The anesthesia time was extended for 5 minutes.